Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found the inflation line was separated from the flange. The end of the inflation line presented with bonding agent. The failure mode inflation line separation at tube was confirmed.

Event description:
A report was received alleging that immediately following intubation, for an unknown reason, the patient's ventilation volume declined. Recannulation of the patient was required. There was no patient harm reported. The tracheostomy tube was reported to have passed 'prior to use' testing. There was no death or serious injury associated with this event.